Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
The customer reported image fault with interference/lines and no image during inspection for use involving an olympus laparoscopes video. There was no patient injuries reported.